Event description:
Report of clave port leakage received. A pt was receiving dextrose 5% in ringer, lactale via unspecified plum pump and tubing. The nurse attached a syringe to give an unpsecified dose of pepcid or reglan. When the nurse removed the syringe, the clave port remained in the open position and allowed approx 30cc of blood loss. The tubing was changed to solve the problem. No pt harm was reported.